Event description:
The info received from the study indicated that the pt was enrolled in the study in 2009. The target vessel was the left proximal internal carotid. The vessel diameter was 5.0mm and 10.0mm in length. The target lesion was eccentric, mildly calcified, and concentric, with mild tortuosity. The pt was asymptomatic. An angioguard rx with a basket size of 6 was successfully deployed at the target vessel. A 4.0 x 20mm aviator plus balloon was then inserted for pre-dilatation, but a grade b dissection occurred when the balloon was inflated to 10.7 atm. The balloon was removed from the pt and an 8 x 30mm precise pro rx stent was deployed successfully at the target lesion where the dissection occurred. The angioguard was successfully retrieved from the pt without debris. There was no presence of air bubbles. There were no neurological deficits when pt left angiography suite. The pt did not require emergent carotid surgery. The pt remained in the hospital following surgery until the next day without any adverse event. Approx eight days after the index procedure, the pt experienced a myocardial infarction (mi). The pt had recurrent ischemic pain with presence of new st elevation. The pt's upper limit of ck-mb was 2.37 and a total ck-mb of 93.40. A coronary angiography was also preformed. To treat the mi, the pt underwent emergent angioplasty and stenting of the mid left anterior descending artery. He was in an intra-aortic balloon pump support for 24 hours. He was also given aspirin, plavix and atenolol. The event was not related to the cordis product or the index procedure per the investigator.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated MFR report number is 9610978-2009-00284.